Event description:
A pharmacist reported to baxter france of a dehp free solution administration set w/ injection site in which a leak was observed at the level of the injection site during priming of the set with nacl 0.9%, there is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a leak while priming was not confirmed during evaluation. A visual inspection found no issues with the device. A functional leak test was performed with no leaks observed. Therefore, no root cause could be determined. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.